Manufacturer narrative:
(B)(4): g2: report source switzerland. D4: product ID was provided for four screws; however, it is unknown which of the four screws has explanted. Therefore, the explanted screw could be any of the following: 47248604040 - blunt tip screw, ã¿ 4x40mm- (B)(6), UDI: (B)(4), manufacturing date: mar 20, 2023, expiration date: mar 20, 2028. 47248603840 - blunt tip screw, ã¿ 4x38mm - (B)(6), UDI: (B)(4), manufacturing date: nov 25, 2020, expiration date: oct 31, 2025. 47248612240 - cortical bone screw, ã¿ 4x22mm - (B)(6), UDI: (B)(4), manufacturing date: may 2, 2023 expiration date: may 2, 2028 47248604640 - blunt tip screw, ã¿ 4x46mm - (B)(6), UDI: (B)(4), manufacturing date: jun 24, 2026, expiration date: jun 24, 2021. D10: item # 47248603840, blunt tip screw, ã¿ 4x38mm, lot # 3054317, item # 47248612240, cortical bone screw, ã¿ 4x22mm, lot # 3157868, item # 47248604640, blunt tip screw, ã¿ 4x46mm, lot # 3076745, item # 47248801000, proximal humerus nail cap, 0mm, lot # 3010700, item # 47249620007, proximal humerus, right, long, ã¿ 7x200mm, lot # 3007834. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported patient was originally implanted with the affixus humeral nail, approximately 10 months post implantation patient underwent removal of a screw due to unknown symptoms. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h3, h6, h11. No product was returned or pictures provided; a product evaluation could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations. Review of the complaint histories identified additional similar complaints for the reported items and no additional similar complaints for the reported part and lot combinations. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.